Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm motor error/e70 during basal. Customer's blood glucose was 580 mg/dl. The father stated he gave him an injection, change the setting and reset the pump. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not reported an e70 alarm. The customer reported that they were able to complete pump rewind. The customer has received motor error on two occasions within last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.